Event description:
(B)(4). It was reported that during a percutaneous coronary intervention, unstable angina and in-stent restenosis occurred. In (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization. Target lesion # 1 was a de novo lesion located in the proximal portion of saphenous vein graft (svg) to first obtuse marginal artery with 99% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. Target lesion # 1 was treated with predilation and placement of a 2.50mm x 20mm promus element plus stent, with 0% residual stenosis. In (B)(6) 2013, one day post- procedure, the patient was discharged on aspirin and clopidogrel. In may 2013, the patient presented due to unstable angina and was hospitalized on the same day. Cardiac catheterization was recommended. The 90% restenosis of previously placed study stent located in the proximal portion of svg to first obtuse marginal was treated with balloon angioplasty and placement of a 2.5mm x 20mm promus stent with 0% residual stenosis. After one day, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).